Event description:
It was reported to boston scientific corporation that four resolution clip devices were used during a colonoscopy with polypectomy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the clip grasped and locked onto the tissue but failed to release from the catheter. The user had to jiggle the device in order for the clip to release from the catheter. The same issue occurred with the other three resolution clip devices. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Reported issue of clip difficult to release from catheter. According to the complainant, the suspect device has been disposed and is not available for return. There is not enough information to determine the most probable root cause. If any further relevant information is received, a supplemental MDR will be filed.